Event description:
The actual residual volume (20 ml) was greater than the expected volume (3 ml). The pt had no symptoms. The device system was used to deliver lioresal (500 mcg/ml, 75 mcg/day). Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Event description:
Additional information showed this was the first refill after implant. It was stated that all of the drug from implant was still in the pump. A bolus was attempted through the pump, but it failed to deliver the bolus. A rotor study was performed and did not show any movement. No drug could be aspirated through the pump. The pump and catheter were explanted on (B)(6) 2011. The patient recovered without sequela.

Manufacturer narrative:
Catheter model 8709sc, lot# n296753002, explanted: 2011-(B)(6). (B)(4): analysis of the pump model 8637, serial# (B)(4) showed that no anomaly was found. There were no anomalies seen during the basic analysis. Analysis of the catheter model 8709sc, lot# n296753002 showed a procedural non-conformance. The catheter was patent with no leaking seen. There was an indent seen, down in the cup of the sutureless connector (sc).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.